Event description:
The bact sa bottle is used to monitor microbial growth. The customer reported false negative results. The bottle indicated the result as negative but the subculture grew streptococcus pneumoniae. Treatment of pts was not adversely affectedor delayed by the false negative.